Event description:
It was reported by a customer in the USA that an 840 ventilator had both displays blank and inoperable. There was no reported pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) and the backlight inverter printed circuit boards (pcbs) were replaced, and the cse upgraded the software to the current revision. All required calibrations and tests were performed, and the unit was operating within the manufacturing specifications. (B)(4). The reported issue is a known failure. Three scenarios may occur when the gui does not function as intended: the upper screen becomes blank; the lower screen becomes blank; the upper and lower screens become blank. Covidien failure investigation has determined that the root cause for the 3 scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).